Manufacturer narrative:
The reported event of low pacing impedance was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Upon electrical testing, no indication of conductor fractures were observed. However, shorting was found between conductors at the connector region consistent with procedural damage. Upon visual inspection, the outer insulation was twisted throughout the lead body. An over-torqued inner coil at the connector region was found upon x-ray examination. The cause of the reported event was isolated to the over-torqued inner coil in the connector region consistent with procedure damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.